Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and due to corrections required. Updated fields: d4 - unique device identifier (UDI) #1, d8, d9 - date returned to mfg, g3, g6, h2, h3, h6 type of investigation, investigation findings and investigation conclusions) and h11. Corrected fields: a2 - dob null, a2 - age units (patient), a4 - weight units (patient), a5 - ethnicity, a6 - race. The slots were changed from ni to na as there was no patient involvement. B5. B6 - relevant test/laboratory data, b7 - other relevant history were changed from ni to na as there was no patient involvement, h6 health effect - impact code. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: dx board is deteriorated. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: dx board is deteriorated and no image is displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. The issue was found during set up/ inspection for use of an unspecified procedure. There were no reports of patient harm.